Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found switch 1 had a cut, water tightness was lost due to a cut on switch 1, the bending angle in up direction did not meet the standard value due to wear of the angle wire, the connecting tube had a scratch, the plastic distal end cover had a scratch, the adhesives around the light guide lens had a crack and a white-clouded area, the adhesive around the objective lens was peeled, the objective lens had a crack, the image guide protector was damaged, the mouthpiece was loose, switch 4 had wear, switch 1 had wear, switch 2 had a scratch the paint on the suction cylinder was peeled, the suction cylinder was shaved, the air/water cylinder had corrosion, the paint on the air/water cylinder was peeled, the color ring had a crack, the adhesive on the bending section cover had a white-clouded area and a chip, the bending section cover had a crack and a scratch, the play of up/down knob was out of the standard value due to wear of the angle wire, the connecting tube coating was peeling, the connecting tube had a wrinkle, the distal end had a scratch, the universal cord protector had a scratch on the control side, the forceps channel was shaved, the indication on the scope connector was peeled, and the electrical connector had corrosion due to water leakage. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. The customer used the kaigen washing machine.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the plastic distal end cover and the body control unit. There were no reports of patient involvement.